Event description:
The surgeon reported that this device was much thinner than his previous experience, and it did not hold sutures. It was verified that the surgeon was prepping for implantation when the suture pulled through. The graft was not implanted in the patient's body. There is no serious injury reported with this event.

Manufacturer narrative:
Method of evaluation: review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. Results of evaluation: review of the device history record confirmed that the lot met all qc acceptance criteria. The lot underwent e-beam sterilization on (B)(6) 2011. (B)(4). Conclusion: the complaint-related device was not returned to lifecell, therefore the device could not be objectively assessed and lifecell is unable to confirm the complaint. Based on internal investigation, the device met qc release criteria at the time of release. It is unknown how the device was handled by the surgeon. This event is being reported as out-of-box failure, as the product did not meet the customer's expectation and could potentially lead to serious injury as the patient was already under anesthesia when it was discovered. If a replacement device was not readily available, extensive time may be required, leading to prolonged procedure. Device was not returned to lifecell.